Manufacturer narrative:
Device was received with pump error 37 alarm during rewinding due to corroded motor home switch. Unable to verify pump error 38 or no delivery alarm or occlusion due to pump error 37.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and insulin flow block alarm. The customer¿s blood glucose level was 294 mg/dl at the time of the incident. Customer reported they were able to clear the alarms. Customer stated they are not able to rewind the pump. Customer stated that the insulin leaked inside the reservoir. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.